Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been hospitalized about five months prior to the call due to a low blood glucose level. Blood glucose level at the time of admission was not provided. The customer stated that he had a seizure, lost consciousness, and was transported to the hospital via ambulance. The customer declined troubleshooting for low blood glucose levels. The insulin pump was not replaced or returned for analysis.